Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38 synergy drug-eluting stent was selected for use. However, upon unpacking, it was noted that the stent struts were flattened. The device never went inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged, whereby the first 11 rows of the proximal end of the stent were intact and in the correct crimped position. The remainder of the stent was stretched and pulled distally out over the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38 synergy¿ drug-eluting stent was selected for use. However, upon unpacking, it was noted that the stent struts were flattened. The device never went inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was in good condition.